Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the green pump running light being dim was confirmed. The evaluation of the returned system controller serial number (B)(6) revealed that the pump running symbol leds on the user interface were dim. The dim leds did not affect the system controller ability to operate a test pump during analysis. The company is aware of the reported issue and initiated a CAPA to address dimming of the leds. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event took place at (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the pump running symbol light on the system controller was dim. The dull light made it difficult to determine if the light was on or not. A system controller exchange was performed.